Event description:
On (B)(6) 2012, the patient contacted lifescan alleging the meter was displaying an apply sample message. This complaint was classified using the documentation by the customer care advocate (cca). On (B)(6) 2012 at 7am, prior to the start of the alleged issue the patient reported feeling "thirsty" which he associated with high blood glucose. The patient reported attempting to test on the lfs meter on (B)(6) 2012 at 10am. The patient reported that he uses insulin to manage his diabetes. It is unknown if the patient made any changes to his usual diet, activity level or medications on the day of the alleged issue. However, the patient denied receiving any treatment for an acute complication of diabetes. At the time of troubleshooting the cca determined the patient was using the correct test strips and the correct process of testing. The cca noted this was not the first time the meter had been used. The alleged issue was not resolved with a walk through re test, since the test strip did not completely draw up the sample. Replacement products were sent to the patient. There is no indication that the subject meter caused or contributed to an adverse event. The patient reported being symptomatic prior to the start of the alleged issue, therefore, the meter could not have caused the alleged injury. However, this complaint is being reported because, the alleged issue was not resolved with troubleshooting done by the cca.

Manufacturer narrative:
The subject meter has been returned to lifescan for evaluation. The evaluation of the meter has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Manufacturer narrative:
Follow-up (2/22/2013)-device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter involved with this complaint failed testing. The meter was found to have dirty spc pin. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.